Manufacturer narrative:
(B)(4) .

Event description:
It was reported that an alert for ventricular noise reversion was noted via a remote merlin.net transmission. Review of the transmission revealed non-physiologic noise. Alerts for hv lead impedance greater than the upper limit were previously noted, which device had been reprogrammed. Lead was explanted and replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that an insulation anomaly was also observed.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 5.3-5.5cm from the connector pin, consistent with lead friction to the device can. The re coil was exposed at this location, consistent with the field observation of noise and oversensing.